Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer initially could not reset the pump due to the lack of a charging pad. Technical support later assisted the customer with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if any further malfunctions occur.